Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) connected with customer remotely and confirmed that the system was unable to turn on. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and along with two clinical engineers rebooted the system host pc from the m cabinet, after which it powered on successfully. The customer site engineer concluded a philips service engineer was not needed and will continue testing with more reboots and noted the system had tried to boot from the network but started without disconnecting from the hospital network. During troubleshooting, one of the clinical engineer at sites, stated that the issue is with the host pc. To resolve the issue, in house engineering team manually rebooted using the host pc power button. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.